Event description:
Same case as MDR ID: 2134265-2013-02759;2134265-2013-02760. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. The unspecified target lesion with unknown vessel tortuosity is located in the left anterior descending artery. The galaxy 2 system 100v ntsc w/oms motor drive was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that the mdu stopped during the third pullback. The procedure was completed without the intravascular ultrasound. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-02759;2134265-2013-02760. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. The unspecified target lesion with unknown vessel tortuosity is located in the left anterior descending artery. The galaxy 2 system 100v ntsc w/oms motor drive was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that the mdu stopped during the third pullback. The procedure was completed without the intravascular ultrasound. No patient complications reported and the patient¿s condition is good.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications and underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).